Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported they were going to call as the sensation was reoccurring and was intermittent and painful and subsides. They also mentioned the had some fecal complications. The patient stated that circumstances/cause of the shocking sensation was not determined but noted that the issue ¿maybe¿ occurred after a run or ¿certain locations¿. Steps taken to resolve the issue was that the patient turned the device down or off. The patient reported that the issue was not resolved and but mentioned that they needed to follow through. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) fecal incontinence and gastrointestinal/pelvic floor. It was reported that everything was going fine for the patient but, out of nowhere, ¿it feels like shocking and she can't even sit down¿. The issue was reported as a sudden onset and started about a month ago ((B)(6) 2019). The patient stated that this usually goes away. They noted that it happened earlier today after running and ¿is still kind of happening¿. The patient stated that it was getting worse and it was painful. They had been putting up with the shocking because they really like the device. Using the programmer, it was determined that the therapy was on. No falls or trauma were reported. The patient had already tried decreasing the amplitude but the shocking still occurred. When the stimulation was turned off, the shocking sensation stopped. The patient stated that they thought this helped. The patient was redirected to follow up with their healthcare professional (hcp) for the issue. There were no further complications reported or anticipated.